Event description:
Rptr frequently prepares tpn solutions ahead, and add vitamins, heparin etc at a later date. Rptr places a paper cover over the injection port to protect it. When removing the paper cover, the injection port came out of the bag, requiring rptr to admix a new supply.